Manufacturer narrative:
The returned valve was patent. The valve met the requirements for the valve flux, leak, reflux, pressure-flow, and preimplantation testing. The valve did not meet the requirements for siphon testing. The valve was returned with a performance level between 2.5 and 0.5. The laboratory personnel were able to adjust the setting to 0.5 and then to each performance level setting on the first attempt. There was proteinaceous debris on the interior and exterior of the valve. The instructions for use cautions, ¿the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought that the adjustment mechanism of the valve did not work properly. The adjustment tool showed a place between two performance levels. It was also stated that the valve did not drain cerebrospinal fluid properly, and the physician said that the valve was occluded. The device was explanted. The patient's medical history was operated hydrocephalus, and their status at the time of the report was alive-no injury.